Manufacturer narrative:
Date sent: 12/17/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a vats procedure, at the second firing, the device did not staple the pulmonary vein. To stop bleeding, one of the ribs was broken and there was an incision into the pericardium and sutured at the elementary part of pv. The patient is hospitalized in stable condition.